Event description:
First event: employee needlestick - safety needle shield malfunction, as safety shield advanced the needle on the syringe bent causing a needle stick and blood exposure. Second event: insulin syringe bent when using closure safety device. When pushing back safety device needle bent after injecting pt. Needle stick did not occur because of the way the device was being held. This could have been a needle stick due to failure of safety guard.